Event description:
Patient reported "going toward my armpit." Healthcare professional later reported left side deflation and implant exchange. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed, an opening assessed as cracked valve seat diaphragm valve. Migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and delamination of diaphragm valve assessed as adhesive failure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported "going toward my armpit." Healthcare professional later reported left side deflation and implant exchange. Device has been explanted and replaced.